Manufacturer narrative:
The subject device was returned to omsc for evaluation. As a result of the evaluation on december 8, 2016, omsc confirmed followings. Tissue pad was severely worn. There were contact marks on the surface of the probe and the metal part of the jaw each other. When we closed the grasping section and activated seal mode, seal short circuit error was occurred. The manufacturing record was reviewed with no irregularities. These types of tissue pad damage and errors are most likely related to the operator's technique. Based on the past similar cases, it was known that tissue pad damage and stopping activation occurred by following mechanism. The tissue pad was severely worn due to activating output in seal & cut mode while the grasping section is closed without contacting tissue (including after the tissue already cut). Consequently the probe contacted with the metal part of the jaw. The seal & cut short circuit errors were occurred and contact marks were made, due to activating output while the probe and the metal part of the jaw were contacting each other. The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used for extensive dissection. After 3 hours of use, a series of seal & cut short circuit errors were occurred and tissue pad was worn out. The procedure was completed using a similar device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on december 8, 2016, confirmed that the tissue pad was severely worn, and the coating on the outer surface of the jaw was worn and partially came off. This is the report regarding the tissue pad damage. Another report regarding the coating damage is going to be submitted separately.